Manufacturer narrative:
Results of investigation: the device, intended for use in treatment, was returned for evaluation. A visual inspection confirmed the bumper is chipped on the journey tibial impl impactor. The device shows significant signs of wear/usage. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary.

Event description:
It was reported that after tka the legion tibia impactor is worn on bottom and has sharp edges. No delay. No injury on the patient. The device will be returned. The surgical procedure was finished with the same device reported. Results of investigation concluded that the device is chipped.